Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the lead was noted to be extended prior to use and could not be retracted into the lead body. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. There was an observation with the monolithic controlled release device that contains the steroid. The guide tooth of the lead was extrinsically damaged. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. No further helix function possible. If information is provided in the future, a supplemental report will be issued.